Manufacturer narrative:
Additional information: the patient provided further documentation including operation notes, imaging of the cervical spine, and pictures of the device at the time of removal. The patient is still undergoing testing including neurological testing, spine imaging, and treatment for the continued pain they are experiencing post explantation. Images of the device show damage as noted within the operational notes. There is no clear indication when or how the damage occurred. The device risk assessment was reviewed. Risks of continued pain and device damage are identified and fully mitigated according to the device fmea. No device history could be reviewed. No reasonable conclusions as to the cause of this patient's condition and complaint could be identified.

Manufacturer narrative:
Patient submitted a user medwatch via phone call on (B)(6) 2019. FDA generated report number mw5088189. The report indicates the patient received a prodisc c cervical disc prosthesis in 2013. The pdc implant was to treat an injury post car accident which occurred in 2012. In 2018 the patient began experiencing difficulty breathing, dyspnea, difficulty swallowing leading to an inability to eat, airway obstruction, and continued pain. At an unknown date in 2018, the patient had the pdc device explanted. The patient's MRI indicated the implant had collapsed. Additional information to centinel spine was provided directly to the patient. The patient further explained that he has been in and out of hospitals for the last 7 years after the car accident. The patient indicated that his ER report indicates the disc space with the pdc implant was collapsed and there was indication of ossification around the implant. The device was removed from the patient and currently in his possession. The patient is still having continued pain, difficulty swallowing, and difficulty speaking for long periods of time. Communications directly with the patient are ongoing. The patient has requested a relative speak on their behalf due to the inability of the patient to speak for long periods of time. The patient has agreed to shared information with centinel spine. If additional information becomes available centinel will submit follow up reports to this initial submission. As of this initial submission, specific dates, part numbers, lot numbers, and additional details have not been made available to centinel spine.

Event description:
Patient submitted a user medwatch via phone call on (B)(6) 2019. FDA generated report number mw5088189. The report indicates the patient received a prodisc c cervical disc prosthesis in 2013. The pdc implant was to treat an injury post car accident which occurred in 2012. In 2018 the patient began experiencing difficulty breathing, dyspnea, difficulty swallowing leading to an inability to eat, airway obstruction, and continued pain. At an unknown date in 2018, the patient had the pdc device explanted. The patient's MRI indicated the implant had collapsed. Additional information to centinel spine was provided directly to the patient. The patient further explained that he has been in and out of hospitals for the last 7 years after the car accident. The patient indicated that his ER report indicates the disc space with the pdc implant was collapsed and there was indication of ossification around the implant. The device was removed from the patient and currently in his possession. The patient is still having continued pain, difficulty swallowing, and difficulty speaking for long periods of time.